Event description:
It was reported that during a lap colon procedure the dr. Was using powered circular and the anvil stayed inside the patient. This was after they turned it the appropriate amount of times, the device was removed and the anvil did not. They heard an audible click to know the anvil was completely attached. There was a delay. Procedure was completed. No patient harm. There was medical intervention (another incision had to be made).

Manufacturer narrative:
(B)(4). Date sent: 9/14/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: could you please provide more details for "another incision had to be made"? That was all I was told. Did the procedure stay laparoscopic? The procedure converted to open, but the person who told me was not sure if that was the reason it turned to an open case. Was there a change in the procedure? If yes, please explain. Could you please clarify how long was the delay (hours/minutes)? I am not sure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/20/2023. D4: batch # 159a21. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with no apparent damage and the anvil was not received. Only the casing half washer was present, and there were no staples present. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an insecure anvil. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 159a21, and no non-conformances were identified. Additional information was requested, and the following was obtained: please confirm what was meant by the ¿appreciate amount of times¿? Please specify number of turns. Any difficult firing? Was the green check observed? How was the anastomosis completed? Does the surgeon believe that the conversion to an open procedure was the alleged fault of the device? If yes, why? How was the anvil removed? Answers: I do not have the answers and have provided the information that I have been given.

Manufacturer narrative:
(B)(4). Dates sent: 11/8/2023. Additional information received: dr shared that after the first assistant fired the stapler and they saw the green check mark, that they experienced difficulty in removing the device. He was not sure how many turns the first assistant completed post firing to open the device. He then went down below himself to attempt to remove the device and could not recall if he too added additional turns to open the device further. The end result is that he was ultimately able to remove the device but then noticed that the anvil was still inside the lumen of the just completed anastomosis. In order to remove the anvil, he made a small incision in the bowel proximal to the staple line, removed the anvil and sutured close the small incision. He then completed a leak test that confirmed that the anastomosis was intact. Post operatively the patient recovered fully without incident. He was not sure of how many turns the first assistant completed to open the device nor if he added additional turns but was satisfied with the conversation and troubleshooting and diagnosis that was provided.